Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon procedure the jaw broke on the device. The jaw fell into the patient, but was retrieved. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Device was received with top of jaw missing and not returned and the cord cut. There was some dried tissue in the jaws. There were scratches on the electrode which could indicate that the device was possibly fired over staples. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The I-blade does advance smoothly and to end of jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.